Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced multiple overnight hypoglycemia events followed by rebound hyperglycemia after aggressively treating lows with orange juice, culminating in a severe low to 41 mg/dl that was treated with 11 glucose tablets; device logs were synced and confirmed a pattern of upward glucose trends on most recent days without meal announcements, with the ilet delivering corrective insulin for anticipated rises and suspending insulin as glucose fell. Symptoms included hypoglycemia. Outcomes included return to target range during the call and continued monitoring without need for medical intervention. Investigation included review of synced device and glucose data and user education on hypoglycemia treatment. Investigation of this case revealed that the device algorithm responded as designed to sensed glucose trends with corrective dosing and automatic insulin suspension, while the patient¿s overtreatment of hypoglycemia contributed to glucose variability. It was concluded, based on previously established findings for similar reports, that user-related factors, including overtreatment of hypoglycemia and lack of meal announcements, were the primary contributors.